Event description:
It was reported that the device was explanted after an implant duration of approximately 42.8 months, due to unknown reasons. No further details were provided.

Event description:
The physician was unable to deploy the first stent at the target aneurysm due to the very tortuous anatomy and the delivery system was removed from the patient. The physician was able to deploy a second stent successfully. Final angiography demonstrated a small dissection of the "media distal to the target region" that resulted in a "subarachnoid bleeding". Due to the bleeding, the patient was taken for surgery to treat the bleeding. The patient tolerated the surgery well and has been discharged to a rehabilitation center, no other information about the patient's condition was reported. The physician believed that the bleeding was probably occurred during the manipulation of the first stent delivery system in an attempt to delivery the stent. The physician stated "the bleeding was very small and easy to oversee."

Manufacturer narrative:
(B) (4). Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.